Event description:
A home pt contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during drain 3/4 of their automated peritoneal dialysis therapy. Per initial report, the home pt disconnected their transfer set from the pt line of the homechoice set during dwell 3/4. The home pt then reconnected to the setup and received the alarm in the following drain. Baxter's technical service center assisted the home pt in ending the therapy early. No pt injury or medical intervention was reported at the time of the initial call.